Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported by the sales rep that the device keeps giving negative readings. They removed transducer from patient and stopped using icp monitor. No patient harm reported.

Manufacturer narrative:
(B)(4). The previously reported lot number should have been listed as the serial number. This report has been updated with the corrected information. The monitor was returned to the supplier for evaluation. The reported issue of negative values was not able to be reproduced. The device functioned as intended. The side label was replaced, but this was unrelated to the reported issue.

Manufacturer narrative:
A review of manufacturing records found the device passed all final inspection criteria prior to release. Based on the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.